Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half-height drawer failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half-height drawer failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer was failed. A field service engineer (fse) verified that drawers 2.1 and 2.2 were not opening, despite all leds (light emitting diode) being visible on the drawer controller pcb (printed circuit board) and drawer module pcb. Upon investigation, it was found that the drawer module pcb was defective, falsely indicating that the drawers were open when they were closed. To resolve the issue, the fse replaced the drawer module pcb and then verified proper operation by running the hardware test application (hta) self-test, which confirmed that the drawers were functioning correctly. The system functioned as intended after the field service engineer repaired the device.